Event description:
It was reported to philips that a cooling unit failure caused a fluoroscopy error message on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the cooling unit (replacement cooling unit cu 3101, conn. Lo sp-009-2-slo13-11-2-00-z02, oil can with oil 2.5l) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).